Manufacturer narrative:
Arjo was notified about an event where a disposable repositioning sling was involved. It was reported that a patient¿s visitor tripped on the sling straps and fell. As a consequence of the event visitor sustained broken knee cap. The sling involved in the event was disposed by the customer. Therefore the sling evaluation (by arjo representative) was impossible. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU)." The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document guides how to remove the sling. The investigation revealed that a new strap material is causing that the loop creates a wider opening when a strap is hanging and touching the floor. This may lead to a potential tripping hazard. Additionally, during the material change implementation, tripping hazard was not considered as a harm. To conclude, the arjo sling was used by the patient when the event occurred, and from that perspective it played a role in the event. The sling was not available for evaluation therefore it cannot be confirm if sling meets its technical specification . We decided to report this complaint to the competent authorities due to the fact that patient visitor slipped on the sling loop and sustained serious injury. Sling was disposed off by the customer.

Event description:
Arjo was notified about an event where a disposable repositioning sling was involved. It was reported that a patient¿s visitor tripped on the sling straps and fell. As a consequence of the event visitor sustained broken knee cap.